Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that the loaner pump she is using is not recording the bolus history. The patient states her doctor is not seeing any records when he tries to down load, the history was missing dates and information. There is no allegation of a blood glucose excursion related to this event. This complaint is being reported due to the allegation that the pump is not recording the insulin delivery information in the history.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 date of submission 03/05/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history indicated that the boluses were recorded from (B)(4) 2012 through (B)(4) 2013 (the patient contacted animas (B)(6) 2013). During testing, boluses were performed successfully and were accurately recorded in the pump history. The keypad was tested and all buttons responded appropriately. The complaint could not be confirmed or duplicated during testing.